Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An outflow graft with unknown lot number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain patient or device identifying information therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a malfunction of the outflow graft. The outflow graft remains in use. No patient complications have been reported as a result of this event. This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain patient or device identifying information and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.